Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: could not duplicate with retains. Source: maude report mw5114080.

Event description:
Reported false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated the result was confirmed negative by molecular (pcr testing) and other rapid antigen testing.